Manufacturer narrative:
The device has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was subsequently returned for testing. Following return to boston scientific, detailed mechanical and electrical testing was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received information that this device exhibited a longevity remaining of .5 years. However, the caller reported the longevity remaining increased to 1.5 years after the atrial output was reprogrammed from 5.0v to 6.5v. The magnet rate is 100ppm. Additionally, some oversensing was observed in bipolar mode but not in unipolar mode. No adverse patient effects were reported.